Manufacturer narrative:
Title: ligasure¿ haemorrhoidectomy and the risk of postoperative bleeding. Source: colorectal disease. 2021;00:1¿7 accepted: 6 july 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from august 2016 through july 2019, a retrospective study aimed to compare postoperative complications in patients who underwent hemorrhoid surgery treated with either the ligasure or closed technique(CT) hemorrhoidectomy. There were 61 CT patients and 66 ligasure patients. Postoperative complications included: delayed postoperative bleeding. Emergency room visits, blood transfusions and reoperation were reported to resolve the issue.